Event description:
Pt's IV was leaking so, IV dressing was removed. At the time of removal, the IV catheter was no longer attached to the hub. It is believed that the catheter remained in the pt's arm (resource rn looked with u/s). Imaging confirmed foreign body at the radial aspect of the distal forearm. Pt was brought to the ir suite for removal of foreign object. Ultrasound was used to locate and confirm the presence of a retained catheter fragment in the distal aspect of the pt's left cephalic vein overlying the left radial styloid. After administration of local anesthetic, a 4 mm longitudinal incision was created over the retained foreign body. Soft tissues were mobilized by blunt dissection and the distal end of the retained catheter fragment then grasped with curved hemostats under direct ultrasound and fluoroscopic control. The catheter fragment was removed intact, placed in a specimen container and sent to pathology. A final fluoroscopic image was obtained over the distal left forearm to document complete removal.